Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experience high blood glucose level 495mg/dl. Customer stated that they were awake and ate a snack before bed. The bolus screen went grayed out so they were unable to put in the carb bolus. Customer was treated with manual insulin injection. Customer stated that insulin pump was not connecting to app. Customer declined to troubleshoot. Insulin pup successfully passed displacement test and self test. It was unknown that auto mode feature was active at the time of incident. Insulin pump will not be returned for analysis.